Event description:
It was reported that tandem mobi pump issued cartridge alarm and separate malfunction occurred at same time, interrupting insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, cartridge alarm 35 was confirmed, additional details were documented, and support continued troubleshooting pump malfunction so insulin therapy could be resumed as soon as possible; no further outcome information was available.